Manufacturer narrative:
Date sent to the FDA: 06/29/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2019. (B)(4) submitted for the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted ¿there were dense adhesions from the patient¿s small bowel to the mesh and the abdominal wall.¿ it was reported that the patient underwent mesh removal on (B)(6) 2019 due to distended abdomen, abdominal pain, fever, infection and bowel injury. No additional information was provided.